Event description:
The customer reported that "the intellivue mp5 loudspeaker has a problem." It has been confirmed that the device was not in clinical use at the time, the reported issue was noticed. No death or patient/user harm was reported.